Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, he noted scratches on the iol after it unfolded in the pt's eye. The incision was enlarged to facilitate removal and replacement of the iol. One suture was necessary. Add'l info has been requested.